Manufacturer narrative:
Additional manufacturer narrative: date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that during a photo-selective vaporization of the prostate, the fiber was correctly plugged into the laser console, the console was placed on the support system and the fiber card was inserted. When the urologist pressed the pedal to activate the fiber, the laser beam exited the fiber through a perforation located approximately 1.5 to 1.7mm from the connection button. The urologist immediately stopped the procedure and had the fiber replaced. There were no consequences to the patient or the operating room staff.

Event description:
It was reported that during a photo-selective vaporization of the prostate, the fiber was correctly plugged into the laser console, the console was placed on the support system and the fiber card was inserted. When the urologist pressed the pedal to activate the fiber, the laser beam exited the fiber through a perforation located approximately 1.5 to 1.7mm from the connection button. The urologist immediately stopped the procedure and had the fiber replaced. The procedure was completed using the second fiber. There were no consequences to the patient or the operating room staff.

Manufacturer narrative:
Additional manufacturer narrative: b3 - date of event entered is an estimated date as the exact date of event was not provided.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body break between the input connector and the control knob. It is probable that procedureal handling of the device during set-up or use like excessive manipulation/rough technique contributed to the fiber body break. According to the device instructions for use (IFU), caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber body beak. Additional manufacturer narrative: b3 - date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that during a photo-selective vaporization of the prostate, the fiber was correctly plugged into the laser console, the console was placed on the support system and the fiber card was inserted. When the urologist pressed the pedal to activate the fiber, the laser beam exited the fiber through a perforation located approximately 1.5 to 1.7mm from the connection button. The urologist immediately stopped the procedure and had the fiber replaced. The procedure was completed using the second fiber. There were no consequences to the patient or the operating room staff.